Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported the patient was experiencing alarms while sleeping and only when connected to the power module. The patient was asked to present to the hospital for further evaluation. While in the hospital, the log file from the patient's system controller could not be downloaded. The system controller was exchanged with no further alarms observed at the time. X-rays taken by the hospital reportedly showed a suspect area on the internal portion of the percutaneous lead (approximately 10 cm from the pump end bend relief). Additional information provided to the manufacturer indicated that the hospital subsequently made a decision to exchange the patient's pump due to a suspected percutaneous lead fracture.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The explanted device was returned to the manufacturer for evaluation with the percutaneous lead (lead) cut approximately 15 inches from the pump housing and the external portion of the lead measuring 23 inches was also returned. The inflow conduit, outflow graft, and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly revealed no evidence of depositions or thrombus formations. Evaluation of the disassembled pump did not reveal any evidence depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of both the pump-end and external portions of the lead did not reveal any discontinuities or shorts; however, examination of the lead upon removal of its silicone jacket showed breakdown of the braided shield starting approximately 10 inches from the pump housing and terminating 11.5 inches from the housing. Visual inspection of this area revealed a breach in the insulation of the brown wire (phase 2) approximately 11.5 inches from the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement. The insulation of the remaining wires appeared thin with several abrasions noted down the length of the pump-end section of the lead, although no breaches in the insulation were observed. The 23 inch external portion of the lead was evaluated and the wires appeared unremarkable. If any of the exposed conductors of the brown wire of the pump-end section of the percutaneous lead contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the reported alarms. A review of device history records for the returned devices showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.